Manufacturer narrative:
The following elements have blank data

Event description:
The balloon on the enema tips are deflating. This has happened on at least 4 recent patients. While performing an enema on multiple patients, the balloon that keeps the tip in place slowly deflates. During one exam we had to reinsert the tip so the exam could be completed. Sister hospital indicated that they were having similar issues with this product.